Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h.10.

Event description:
It was reported that 25 pen needle autoshield duo 30gx8mm EU were difficult to operate. The following was reported by the initial reporter: "safety cannula defective."

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that 25 pen needle autoshield duo 30gx8mm EU were difficult to operate. The following was reported by the initial reporter: "safety cannula defective."